Event description:
Medtronic (covidien) received information regarding an incident with some of its manufactured devices. Treatment of an arteriovenous malformation (avm). During the onyx embolization treatment with two catheters (one in the vertebral artery and the other in the anterior artery), it was reported that difficulty was experienced when removing the apollo (in the anterior artery) catheter that had some onyx reflux halfway over the detachable tip. After an extending period, the catheter was successfully removed with the tip still attached. The patient¿s anatomy was normal in tortuosity and no friction was experienced during the injection. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00246.

Manufacturer narrative:
The catheter involved in the event was returned for evaluation and onyx was found in the catheter hub and tip. The catheter¿s detachable tip was still attached to the catheter body. The evaluation could not determine the cause of the event as there was no damage found on the catheter tip. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. No defects were found with the catheter. All products are 100% inspected for damages and irregularities during manufacture.